Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no red, blue, green signal " was caused by a faulty standard definition board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was no red, green and blue signal and the brightness adjustment did not work due to a faulty standard definition board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Full e1 address establishment name: (B)(6).

Event description:
It was observed that during the device evaluation, the video system center exhibited a printed circuit board failure. There were no reports of patient involvement.